Manufacturer narrative:
The placement/removal dates were requested from the initial reporter. The best estimate of the date of event was provided. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported the immediate dental implant placed in ada site 8 in the mouth did not achieve osseointegration in type IV bone. The implant was placed manually and torqued to 40 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information and placement/removal dates were requested from the initial reporter. A follow up report will be submitted when the information becomes available. The best estimate of the date of event was provided. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported the immediate dental implant placed in the mouth did not achieve osseointegration in type IV bone. The implant was placed manually and torqued to 40 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
The placement/removal dates were requested from the initial reporter. The best estimate of the date of event was provided. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported the immediate dental implant placed in ada site 8 in the mouth did not achieve osseointegration in type IV bone. The implant was placed manually and torqued to 40 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).